Manufacturer narrative:
Due to an incident resulting in MDR#9616031-2013-00001, a retrospective review of similar complaints identified this incident having occurred with no MDR submitted. Device was evaluated remotely (not returned to manufacturer) via investigation reports and photos from getinge USA. The device investigation concluded that the heating element was activated without water in the chamber and that the overheat protection system failed/delayed response. A voluntary device correction of getinge model 46 washer disinfections was reported to us FDA on 07/26/2013 (recall number not yet assigned). This correction was initiated to address two conditions: first: a potential trigger for overheating; second: (root cause) inadequate overheat protection system component. A component (shunt trip) selected for the overheat protection system does not meet the required parameters (control voltage) where/when overheating occurs. The correction entails: first: inspecting the setting of a software function that can be utilized during servicing of a unit to skip wash phases. This is a password protected function but if left in the enabled state, a user can inadvertently activate the heating element with no water in the chamber. The device correction action includes inspecting that this function is not enabled; and second: the installation of a newer design of overheat protection system that utilizes a heating element with integral thermal fuses that meet the required overheat parameters.

Event description:
Washer's electric sump heating coil did not turn off after either water drained from sump or was boiled off. The machine continued to supply power to heating coil. Melting adhesive and plastic caused a lot of smoke and the appearance of a fire. No flames were reported or any evidence of flames on the washer or surroundings. No one reported injured. No other details of the report is available.